Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose 186 mg/dl at the time of incident. Customer stated that the time was not advancing. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on act button. No button error alarm, frozen screen and time clock anomaly noted during testing.